Manufacturer narrative:
The medical history was received and evaluated. Co's conclusion remains the same: the implant is not believed to be the cause of failure. It is possible the implant may have integrated if more healing time was allowed between initial implant placement and restoration.